Event description:
Report received from (B)(6) stating the device was experiencing heat and noise. This device was not used in surgery. It is unknown if there was any user or patient injury. No additional information is available.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).